Manufacturer narrative:
Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during laparoscopic bilateral totally extraperitoneal inguinal hernia repair, after preparation of preperitoneal space, the balloon broke. A white piece and seal also disengaged from the rest of the device, while a metal spring broke off when inserting the mesh and left in the preperitoneal space. X-ray was performed to search for the piece. Peritoneal cavity was checked by diagnostic laparoscopy which included separation of the peritoneum of inferior abdominal wall but metal spring was not located. Surgical time was extended by at least thirty minutes as a result of the event.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device and three photos were available for evaluation. Visual inspection noted that the flapper valve and the main valve seal were disengaged. The trocar balloon, lock collar and valve seal doors appeared intact. The inflation syringe and obturator were not received. Functionally, the lock collar moved up and down the cannula and securely locked in place. The converter doors moved properly over the flapper valve and were fixed securely in place. The balloon was inflated using a test syringe, no leaks detected. It was reported that a component disengaged from the device into the surgical cavity and the seal disengaged from the port. The reported issues were confirmed. The most likely cause could not be established from the information available. Internal process improvements have been initiated to mitigate this issue. It was also reported that the balloon physically broke and or time was extended by >30 minutes resulting from product failure. The reported issues could not be confirmed. The most likely cause could not be established from the information available. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.